Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub with the safety shield connection separated from the rest of the device and the cannula bent. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 368650, lot/batch #: 4129883. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for hub-collar separation and bent cannula were observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issues of hub-collar separation and bent cannula were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes hub-collar separation and bent cannula. Bd determined that the root cause of the indicated failure mode was attributed to a faulty belt in the packaging process, leading to product damage when packing. The faulty belt was replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub with the safety shield connection separated from the rest of the device and the cannula bent. There was no report of adverse impact to patients or users.